Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument had broken cable. The jaws of instrument could not be closed. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.